Event description:
It was reported that during a laparoscopic cholecystectomy the device produced a malformed clip when fired, legs were crossed rather than parallel. Open new device. There was no pt consequence. One device returning.